Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-9800 synergyrf¿ console and an ar-9815 apollo rf 50° had an issue. The handpiece probe tip was sparking inside the patient. This was discovered during use with no impact to the patient. Additional information has been requested. On (B)(6) 2022, the sales representative replied via email and stated the following: the issue was apparently with the rf apollo tip and not the unit. That was working fine. They just changed the apollo rf probe, and the surgery (unspecified procedure) continued without incident. The surgeon mentioned that there was no harm related to it, and the surgery was finished with another rf apollo probe and the same console unit. The probe was available for return.